Manufacturer narrative:
Vyaire file identification number (B)(4) . The customer was requested to return the suspect device for investigation. At this time, the device has not been received by vyaire and an evaluation cannot be completed.

Event description:
A customer reported to vyaire that the vela ventilator was generating "vent inop" alarms. The customer reported that there was no patient involvement associated with the event.